Manufacturer narrative:
Implant was overscrewed by user and screwed into the maxillary sinus. Implant had to be removed in another surgial intervention no product problem detected. Deficiencies in patient evaluation, preoperative diagnostics, and treatment planning. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant was overscrewed by user and screwed into the maxillary sinus. Implant had to be removed in another surgial intervention